Event description:
It was reported that this right atrial (ra) lead had observations of high pacing impedances greater than 3000 ohms. An x-ray was performed and found a 0.25 inch gap in the conductor. The system was revised and the new device was implanted on the right side. It was noted that the ra lead was severed, and the proximal portion came out when the device was removed. The surgeon was unable to cap ra lead due to inaccessible portion still in patient. A new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the terminal segment of the lead 12.5cm in length was returned for analysis. The returned portion was thoroughly inspected and analyzed. Visual inspection revealed silicone abrasions completely through the insulation, and both anode and cathode coils were fractured approximately 12.5cm from the terminal pin. Based upon the location of the damage, evidence suggests that this is consistent with lead on device contact/movement. The reported clinical observation of high out of range pacing impedance and gap on x-ray was the result of the lead damage observed in the laboratory.

Event description:
This report is being filed with analysis details.